Event description:
It was reported that post stenting treatment procedure, in-stent restenosis occurred. A 3.5 mm x 28 mm promus element stent had been placed in the mid right coronary artery and the stent had restenosed. They attempted to treat the in-stent restenosis with a flextome cutting balloon but were unable to cross the restenosis due to the degree of angulation. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).